Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with inappropriate mode switch due to competitive atrial pacing and retrograde conduction. Programming changes were recommended. Further actions will be discussed with the physician. No further information is available.